Manufacturer narrative:
(B)(4). D10: cat#: 139254 lot#: 342790 m2a-magnum 42-50mm tpr insrt-3. Cat#: 11-104110 lot#: unk mlry-hd por fmrl 10x155mm. G2: foreign ¿ event occurred in canada. H6: proposed component code: mechanical (g04) - head. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately 15 years post-implantation, the patient underwent a right hip revision due to acetabular loosening. Mild metallosis was identified. The cup and head were revised and stem retained. Attempts have been made and no further information has been provided.